Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to the heat exchanger being dusty causing the low air flow and the chiller to not work efficiently. Removed dust. Device passed final evaluation and est. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Chapter 7 ¿ maintenance and service. Cleaning and maintenance: condenser: ¿ a dirty chiller condenser will significantly reduce the cooling capacity of the control module. ¿ to clean the condenser, wipe the dust from the exterior grill using a soft cloth. Depending on the quality of your institution¿s air, periodically remove the back cover and vacuum or brush the condenser fins. At a minimum the condenser fins should be cleaned annually. Maintenance activities should be performed by qualified personnel. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: f, h. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had repair. Per review of wo on 25sep2024, there was no patient involvement. Per follow up information received via email on 25sep2024, device would be repaired in the hospital by medtech. Per additional information received via mail on 07oct2024, the arctic sun device takes a long time to cool due to dust in vent so there was no air flow. Per sample evaluation results received via task on 15oct2024, it was reported that the heat exchanger was very dusty so no air flow in an arctic sun device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had repair. Per review of work order on 25 sep 2024, there was no patient involvement. Per follow up information received via email on 25 sep 2024, device would be repaired in the hospital by medtech. Per additional information received via mail on 07 oct 2024, the arctic sun device takes a long time to cool due to dust in vent so there was no air flow.